Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. The caller reported she went to the neurologist to get reprogrammed because she had started shaking again on (B)(6) 2019 and (B)(6) 2019. The patient was directed to follow up with the health care professional (hcp) if the symptoms occurred again.